Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 98 mg/dl at the time of the incident. Reportedly, reservoir tube lip came off, reservoir will not securely lock into place, like it may come out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring, broken battery tube threads.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to a completely broken reservoir tube lip. We were unable to perform the displacement test due to a completely broken reservoir tube lip. The pump had a missing reservoir tube o-ring and broken battery tube threads.